Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 60-year-old male patient, the device failed to charge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the ECG data file was provided for review. The customer's report was not confirmed during our review of the data files. There were no charge errors or indications of a hard device failure within the logs. Without receipt of the device, we cannot firmly establish root cause. The battery involved was not returned as part of this investigation. It's important to note that a battery can cause the device to timeout if the state of charge is not sufficient enough to energize the defib capacitor. Analysis of reports of this type has not identified an increase in trend.